Manufacturer narrative:
The product was not returned. Product history records were reviewed. And the documentation, indicated the product met release criteria. Qualified associated products were indicated. There have been one other complaints reported in the lot number. The product investigation could not identify a root cause for the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure the patient reported double halos, rings. Spider web-like distortion in vision, double vision, no longer drive at nighttime and also bothered as a passenger. The iol was exchanged for a different model iol in a secondary procedure. Additional information was requested and received.